Manufacturer narrative:
Sex was corrected from female to male. Age at time of event was corrected from (B)(6) to (B)(6).

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via left femoral artery. The chronic totally occluded, concentric, de novo target lesion with a bend of greater than equal to 90 degrees was located in the mildly tortuous, moderately calcified, and 4mm in diameter tibial vessels. A 300cm v-14 control wire was advanced to the tibio-peroneal trunk. However, after navigating through the intrapatellar area, the wire was noted to lose its conformity at the tip. After a few attempts to cross the tibio-peroneal trunk, the wire became unable to maintain its strength at the tip and failed to navigate even with the use of a non-bsc support catheter. Under fluoroscopy, an object was seen left in the artery that seemed to be a piece of the tip of the wire. Visual inspection of the wire outside the patient seem to show no damage. The patient was sent to surgery for arterial bypass as there was a lack of devices and is under observation. No patient complications were reported and the patient's status was stable. It was further reported that the complaint was made after a suspicion of a foreign object that was visualized under fluoroscopy in the patient's artery. Upon visual inspection of the guide, there does not appear to be any detachment of the material from the tip of this device. The device was removed from the patient.

Manufacturer narrative:
Sex was corrected from female to male. Age at time of event was corrected from 75 to 68. Device evaluated by MFR.: the device was returned for analysis. Visual inspection revealed that the distal tip is broken and kinked.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via left femoral artery. The chronic totally occluded, concentric, de novo target lesion with a bend of >=90 degrees was located in the mildly tortuous, moderately calcified, and 4mm in diameter tibial vessels. A 300cm v-14 control wire was advanced to the tibio-peroneal trunk. However, after navigating through the intrapatellar area, the wire was noted to lose its conformity at the tip. After a few attempts to cross the tibio-peroneal trunk, the wire became unable to maintain its strength at the tip and failed to navigate even with the use of a non-bsc support catheter. Under fluoroscopy, an object was seen left in the artery that seemed to be a piece of the tip of the wire. Visual inspection of the wire outside the patient seem to show no damage. The patient was sent to surgery for arterial bypass as there was a lack of devices and is under observation. No patient complications were reported and the patient's status was stable. It was further reported that the complaint was made after a suspicion of a foreign object that was visualized under fluoroscopy in the patient's artery. Upon visual inspection of the guide, there does not appear to be any detachment of the material from the tip of this device. The device was removed from the patient.

Event description:
It was reported that guide wire tip detachment occurred. Vascular access was obtained via left femoral artery. The chronic totally occluded, concentric, de novo target lesion with a bend of >=90 degrees was located in the mildly tortuous, moderately calcified, and 4mm in diameter tibial vessels. A 300cm v-14 control wire was advanced to the tibio-peroneal trunk. However, after navigating through the intrapatellar area, the wire was noted to lose its conformity at the tip. After a few attempts to cross the tibio-peroneal trunk, the wire became unable to maintain its strength at the tip and failed to navigate even with the use of a non-bsc support catheter. Under fluoroscopy, an object was seen left in the artery that seemed to be a piece of the tip of the wire. Visual inspection of the wire outside the patient seem to show no damage. The patient was sent to surgery for arterial bypass as there was a lack of devices and is under observation. No patient complications were reported and the patient's status was stable.